Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unexpected motor noise was noted during the rewind test. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Unit passed the functional test, including the displacement test rewind, basic occlusion test, occlusion test, prime/delivery test and the excessive no delivery test. Unit was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly noted. Unit had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that paramedics were recently called in response to a blood glucose level of 39 mg/dl. The customer also reported that she had a blood glucose level of 43 mg/dl on the day of the call. The customer stated that her blood glucose levels had recently been dropping into the range of 30 to 40 mg/dl more often than before. Blood glucose level at the time of the call was 162 mg/dl. The insulin pump was not replaced or returned for analysis.